Event description:
Meter name: one touch basic enhanced. Strip name: onet touch strips. Meter code: 3 strip code: 6. Strip storage: cust was mixing different code number strips in one same vial. Symptoms: cold sweats, disoriented, dialated eyes. A pt reported they were seen in ER and treated for hypoglycemia. Their meter allegedly was inaccurately low. The result on their meter was 40's and 50's mg/dl. The result on the ER meter was unknown mg/dl. The time difference between pt's meter and ER meter was one hour. Treatment was uknown. Customer has been cleaning the meter with alcohol. No further info has been reported.